Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/19/2015 with the following findings: evidence of moisture damage was found on the inside of the battery compartment: the reported issue was confirmed. The battery compartment was observed to be cracked in the thread area; this device failure indirectly caused the reported issue. The pump failed a leak test due to a battery compartment leak; this device failure directly caused the reported issue. The pump case was removed, and no additional evidence of internal damage or defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.